Event description:
It was reported that the patient experienced hyperglycemia after the ilet pump stopped dosing when the pump battery depleted and the dexcom g7 continuous glucose monitor (cgm) sensor also expired, with the first subsequent reading on the ilet displaying high and later 390 mg/dl after corrections resumed. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included self-management with continued monitoring without emergency care or hospitalization. Investigation included a complaint review and troubleshooting with education. Investigation of this case revealed that insulin delivery was interrupted due to loss of power, and glucose data were unavailable due to the expired cgm sensor; once the pump was recharged and a new sensor was placed, the system delivered correction doses and glucose values began to decline. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy due to depleted pump battery concurrent with cgm sensor expiration.

Manufacturer narrative:
Initial.